Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to be charged after plugging the pump into a wall outlet. During troubleshooting, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged and reported that the pump was able to be charged. There was no reported impact to the customer¿s blood glucose.